Event description:
My 15-year-old son is type 1 diabetic. He uses omnipod 5 insulin pump. On (B)(6) 2026, his insulin pump malfunctioned and gave the notice to deactivate immediately. This was 1 day after he had just replaced it., he replaced it again. On (B)(6), using another pod from the same prescription order and lot #, his blood glucose ran "high" and would not decrease with insulin via the omnipod. This pod was also from the same lot # and prescription order. We received a call from insulet that his current omnipods were among a defective batch but we did not have any other pods that are not of the affected lot #. It is also the weekend so we cannot contact his doctors nor the pharmacy. I am a teacher and remembered there was older one in my desk drawer for his school nurse and was able to go get it in the evening and are now replacing the defective pods. However, we will need a replacements asap. I have tried calling and using the online chat available 2 days in a row to speak with an omnipod representative to process replacements. The online chat system is currently disabled due to all agents being busy. After waiting on hold for over 45 min each phone call, I eventually hung up. I have not yet been able to get in contact with anyone from insulet omnipod. We will try again each day until we reach someone and will contact diabetes doctors on monday when they open. For now, we are working on getting his blood sugar down, but he is stable and well at this time. Pt code: 1905. Device code: 2588. Ref report: mw5185755.